Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
According to the reported information, it says that ¿there was a black dust -like foreign material in the needle case¿. It is difficult to specify whether the dusty foreign material was embedded in the case or was just found in the needle case. Google translate: distributor: xxxx. Before use. No needle stick. No other treatment. Quantity: 1.